Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Review of primary operative notes confirms patient underwent bilateral total knee arthroplasty due to osteoarthritis. The complaint is for the left knee, which was addressed first during the procedure. Trial components found the knee to achieve full extension and stable to varus and valgus stresses in both flexion and extension. Final components were cemented in and then attention was turned to the right knee. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of (B)(4). Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient returned for a follow-up visit on (B)(6) 2015 and described having left knee pain and stiffness since(B)(6) 2015. The patient was instructed to continue on anti-inflammatories, wear knee sleeve during exercises, and had blood drawn to rule out infection.